Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r, 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number was included in field advisories and in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #1627487-2013-19409. It was reported the pt experienced pocket heating while charging. Several months later, after the pt lost significant weight, the ipg was unable to communicate with external devices. The pt was unable to charge. As a result the ipg is depleted. The next course of action is undecided. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.